Manufacturer narrative:
Carefusion complaint number: (B)(4). Results of investigation: carefusion was able to verify the customer's reported issue. Visual inspection revealed a damaged power flex circuit. Connector jp4 of the power flex circuit had shorted and pin # 2, 3, 4 and 5 were burnt. A review of the event trace reveals no critical alarm entries. Carefusion replaced the power flex to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the ventilator had a burnt lemo connector. It is unknown at this time whether there was any patient involvement associated with this complaint.